Event description:
Medtronic received information that two days following the procedure, a new onset complete heart block (chb) with left bundle branch block (lbbb) was noted. A past medical history of right bundle branch block (rbbb) and left posterior fascicular block was present pre-operative. A permanent pacemaker was implanted that day and the patient recovered with no other adverse patient effects.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The relationship of the congestive heart failure and the valve could not be determined but likely the heart failure is related to patient condition. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.